Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device ¿ 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to routine outpatient follow-up appointment with complaint of bloody drainage from the driveline exit site on (B)(6) 2018. With dressing change assessment, no erythema was noted but was positive for tissue granulation. The site was cauterized. The event was reported as ongoing.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: it was reported that the infectious disease expert at (B)(6) did not see any signs or symptoms of infection. No cultures were collected. It was suspected that the cause of the bleeding at the driveline site was due to a combination of new lovenox administration and granulation tissue from healing. No further treatment was provided. The event reportedly resolved.

Manufacturer narrative:
Device evaluation: the patient remains on lvad support. A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.